Manufacturer narrative:
Device evaluation: product testing could not be performed as the product remains implanted. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the labeling review was completed and revealed that the directions for use (dfu) provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Age/date of birth: unknown/not provided. Sex/gender: unknown/not provided. The intraocular lens remains implanted. Phone: (B)(6). This report is being filed on an international device; tecnis optiblue itec preloaded 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the united states under PMA (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that just after the insertion of the intraocular lens (iol), the doctor observed a foreign substance behind the optic. The doctor did not remove it as it was adhered to the optic. The iol was implanted. There was no patient injury. There is no information available regarding visual acuity. No additional information was provided to abbott medical optics.